Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly tortuous lesion. A 3.50x20mm promus element drug-eluting stent was selected for use to treat the target lesion. However, while inserting the device into the y-connector, the distal portion of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent had detached from the balloon. Only the stent was returned for analysis. The entire stent appears damaged with only 3 rows of stent struts at the proximal end receiving minimal damage compared to the mid-section portion and distal portion of the stent that were severely stretched. The stent delivery catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly tortuous lesion. A 3.50x20mm promus element ¿ drug-eluting stent was selected for use to treat the target lesion. However, while inserting the device into the y-connector, the distal portion of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported.